Event description:
Customer alleges that while sitting in the chair, the right caster broke in half. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Serial number/date code (B)(4) is approximately 1 year and 3 months old. The owner's manual part number 1110546 f rev (aug-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleges that the patient was sitting in the chair and the right front caster broke in half. No injury alleged. Will update if we get more info.